Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a device separation occurred. During insertion of a 15 mm x 4.00 mm maverick2 monorail balloon into an 8fr guide catheter, the wire lumen "came away". The device was removed through the guide catheter and the procedure was successfully completed with a different device. No pt complications were reported. Pt status is reported as "okay".